Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.0x38mm xience xpedition drug eluting stent mentioned in b5 is filed under a different manufacturing reference number.

Event description:
It was reported that during a coronary intervention, a 3x38mm xience xpedition (xx) drug eluting stent (des) was successfully implanted in the left anterior descending (lad). Next a 2.75x38mm xx stent delivery system (sds) was advanced toward the 90% stenosed lesion in the ramus artery, but failed to reach the lesion due to anatomy. During removal of the sds, resistance was met and it was noted that 3x38mm xx des was pulled out of the lesion and removed with the 2.75x38mm sds. There was no adverse patient effect and no clinically significant delay in the procedure. Additional unspecified stents were placed to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance, difficult to remove, and device damaged by another-caused damage could not be tested as they was based on operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device problem code 2017 against resistance - removed.